Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A startright representative reported via phone call of low blood glucose readings from the insulin pump. The customer had significant low readings as low as 48 mg/dl. The customer declined to be transferred to 24 hour helpline. The customer will reach out to diabetes care manager for clinical assistance and potential setting adjustments.